Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi). No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the MRI settings were not enabled prior to the MRI and the device was reprogrammed to resolve the event.